Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrected information: sex. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during a laparoscopic resectioning procedure, the reload of the device was articulating instead of firing. The surgeon forced the reload to fire by adjusting the articulation knobs manually however, after the reload fired, the surgeon was unable to remove it from the tissue. To correct the issue, the surgeon resected additional tissue to remove the reload. This caused permanent, unanticipated tissue loss. There were no further injuries, and surgical time was not extended by 30 minutes or more.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The event report alleges the product was used in a surgical procedure. Visual and functional evaluation noted the reload was received clamped. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures; therefore, a device history record will not be performed. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Replication of the clamped condition may occur if the reload is misloaded on a firing handle. In this situation, the safety interlock feature will engage and prevent the loading unit from firing a second time. No relationship between the device and the reported incident was confirmed. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.